Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited loss of capture (loc) at maximum outputs and high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. The device and lead remain implanted and in service and no intervention was undertaken due to occlusion. No adverse patient effects were reported.